Manufacturer narrative:
(B)(6). No product was returned to assist in this investigation. Per quality control specification, it is 100% confirmed that the surface of the inner and outer catheters are smooth and clean, free of excessive dents and kinks. Based on the limited information provided and that no product was returned, a definitive root cause can not be determined; however, it is possible that the described difficulty was due to the patient's anatomy and/or condition or clinical practices rather than the fault of the device. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.

Event description:
Access site bleeding (visible oozing or spurting) after standard compression time. No information was provided regarding patient outcome/consequence.